Event description:
The customer reported that an infusion ran faster than expected. Ciprofloxacin, 400 mg in 200 ml was hung as a secondary using guardrails settings at a rate of 200 ml per hour at around 9 am. The nurse found the cipro bag was empty after 1 hour and there was no leakage of fluid on any tubing or on the floor. There was no pt harm or medical intervention. Although requested, no further pt or event info was available.

Manufacturer narrative:
(B)(4). Although the customer has indicated the devices will be returned, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.